Event description:
The following has been reported: biomed reported: reload cassette issue and saying keep dial closed. No patient harm or active infusion was paused. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. A mock infusion was attempted, and the device immediately alarmed. The customer complaint was confirmed. The fva was removed and the pins were cleaned. A mock infusion was performed first at 500 ml/hr for 15 minutes immediately followed by 14 ml/hr for an additional 15 minutes and the pump was able to complete this infusion without issue. An internal inspection was done, and no damage or fault could be found.